Event description:
The account stated that a false positive axsym rubella igg result of 18 iu/ml was generated. The sample was negative when tested with the diasorin technique. There was no report of impact to patient management.

Manufacturer narrative:
Evaluation: customer complaint data was reviewed. Erratic result no testing was performed on axsym rubella igg lot 01764m500 as it was expired. Customer complaint data was reviewed and no adverse trends were identified. The axsym rubella igg package insert was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, false positive result. An investigation is in process. A follow-up report will be submitted at the completion of the investigation.